Event description:
The device displayed noise on the ventricular channel leading to inappropriate therapy, an x-ray was performed on the patient but a fracture was not visible, however, the signals on the ventricular channel was non-physiologic and a far field signal was not present during tre complexes in question. Technical services discussed capping the s/p pin of the lead and implanting a ventricular pacing lead in the rv. The system remains implanted.